Event description:
The consumer was using a ramp and his foot allegedly came off the footplate and got jammed under the chair. The chair allegedly threw him and the chair forward with all his weight resting on his heel. No serious injury is alleged.

Manufacturer narrative:
The maufacturer of this device is unknown